Event description:
Nevro corp model number: acck5300, lot number: 5004867 permanent spinal cord stimulator was faulty implant and returned to company rep upon removal. Drainage at the battery insertion site caused revisions an implantation of antibiotic and removal of spinal cord stimulator implant. Nevro corp model number: lead3005, lot number: 94423543 permanent spinal cord stimulator was faulty implant and returned to company rep upon removal. Drainage at the battery insertion site caused revisions an implantation of antibiotic and removal of spinal cord stimulator paddle. Nevro corp chgr2500, lot number: 9447082, patient remote charger kit had faulty battery expired charger. Reference report: mw5164577 and mw5164579.